Event description:
It was reported by the nurse that lpn's are not using the correct profile. They should be using the med-surg profile but the lpn's are using the critical care profile, which is dangerous and they are "casual" about it. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.